Manufacturer narrative:
(B)(4). Evaluation, results: stent graft migration. Aortic neck dilatation. Evaluation, conclusion: aortic neck dilatation.

Event description:
An aneurx stent graft system was implanted in a patient for endovascular treatment of an abdominal aortic aneurysm approximately 76 months ago. Aneurysm and vessel morphology at the time of implant are unknown. Currently, the iliac arteries had mild tortuousity and mild calcification. The aneurysm was 6 cm in diameter. The aortic neck has dilated due to disease progression and measured 29 mm in diameter at the level of the renal arteries. One cm below that, the diameter of the aortic neck was 30 mm and it contained a thrombosis and had mild angulation. It was reported that the patient presented at a routine follow up and the CT demonstrated that the stent graft has migrated distally 1 cm. There was no endoleak; however, an endurant aortic cuff was implanted approximately three weeks ago and resolved the migration. No additional clinical sequelae were reported and the patient is fine.